Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xt was successfully placed on the mid anterior- septal (a/s) leaflet position. Upon deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. A second triclip xt was successfully placed anterior to the slda clip for stabilization. A third triclip xt was then implanted centrally on the a/s segment to reduce tr. The procedure was discontinued, the final tr was grade <1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) appears to be related to a combination of patient morphology/pathology due to restricted leaflet and procedural factors due to difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to patient anatomy and poor imaging windows. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.